Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device fired; the tissue was cut but the brackets didn't form. The surgeon finished the surgery with a second device. There were no adverse consequences for the patient.

Event description:
It was initially reported that during an unknown procedure, the instrument initially failed to fire and cut. The instrument then discharged by itself and fired clips like bullets until empty. It is unknown how the procedure was completed. Requested clarification on 5/28/2010: the event description states the device did not fire or cut. The device does not cut. Response received on 6/1/2010: correction: the instrument failed to fire.

Manufacturer narrative:
(B)(4). (B)(4). Returned empty, dropping or ejected clip, yielded jaw the analysis found that the er320 device was received in good visual condition and with no clips present. Further inspection found that the jaws had become yielded. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.